Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege after hip replacement surgery, pt experienced pain and discomfort, which became progressively worse over time. It is also alleged cobalt levels in pt's blood were above acceptable levels.